Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier was stuck on universal surgical manipulator (usm) 4 and articulation of the jaws were moving non-intuitive manner. The site manually released the instrument from the carriage by penetrating tile clamp where there was a space between the carriage and arm. The site replaced the instrument and were able to continue without issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cta was present for the case, which was a sigmoid colectomy. The surgeon was not using the clip applier to apply clips. The surgeon was using the clip applier to grab the anvil for an anastomosis. When the surgeon went to articulate the wrist of the clip applier, the jaws were moving in a non-intuitive manner. The jaws would open and close but would pop back open and looked loose. The issue was persistent and noticed the whole time the clip applier was in use. The roll function worked but seemed to move beyond the surgeon's intended roll motion. They decided to swap out the instrument but encountered difficulty removing. They were able to remove the clip applier successfully without removing the cannula from the patient. There was no patient harm. There were no further issues after swapping to a backup instrument.